Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal the string pulled out leaving the bladder support inside her vaginal cavity. She went to the ER the next day where the bladder support was removed. She experienced vaginal pain and bleeding from the device scratching her during removal. An injection of cephalexin was given during her ER visit and a vaginal insert was prescribed as a preventive. Her vaginal pain and bleeding resolved and she did not experience any adverse health effects.